Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with one-link needle-free IV connector was leaking at the connection with the one-link because the connection was coming loose. The device was connected to a non-baxter IV pump set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.